Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard ssk 360 femoral component, catalog #: 185264, lot #: 3474609. Vanguard 360 tibial tray, catalog #: 185204, lot #: 043770. Biomet splined knee stem, catalog #: 148308, lot #: 274180. Biomet 360 offset adapter, catalog #: 185210, lot #: 887420. Biomet 360 offset adapter, catalog #: 185211, lot #: 154890. Biomet splined knee stem, catalog #: 148317, lot #: 857090. Biomet 360 tibial cruciate wing, catalog #: 185650, lot #: 289400. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product is not being released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03006, 0001825034-2018-03008, 0001825034-2018-03009, 0001825034-2018-03010, 0001825034-2018-03011, 0001825034-2018-03012.

Event description:
It was reported that the patient was revised to address instability and loosening. Attempts have been made and no further information has been provided.